Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on an unknown date. Reportedly, the laser unit used was a 120 watt laser with settings of 0.4 joules and 80 hertz. According to the complainant, during the procedure and inside the patient, the fiber broke in half at the junction of the urolock adapter. It was noted that tip was completely degraded, however it was expected due to the amount of hard stones. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.